Event description:
The complainant has reported that a female pt underwent a therapeutic vesica percutaneous bladder neck suspension sling placement approximately 8 years ago. The pt experienced an infection. Specific details on nature and duration of infection time line are not available. In 2005 the pt had the sling removed via a mid-line incision. The procedure was noted to be successful. No further info is available at this time.